Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that upon log file analysis, a no external power on mobile power unit (mpu) event was noticed on (B)(6) 2020. Patient does not recall mpu ac power cord coming loose at the mpu, or the ac wall outlet. Mpu was not exchanged. No further information was provided.

Manufacturer narrative:
DHR review statement: heartmate ii lvas IFU doc # 106020 rev. H (section 7), heartmate ii patient handbook doc # 106022 rev. G (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the no external power alarm. To resolve alarm: 1. Immediately connect the system controller power cables to a working power source (functioning power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate ii lvas IFU doc # 106020 rev. H and heartmate ii patient handbook doc # 106022 rev. G, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Manufacturer's investigation conclusion: the reported event of no external power events observed in the log file was confirmed. The log file provided by the customer contained events recorded from (B)(6) 2019 to (B)(6) 2020. There were no external power events recorded on (B)(6) 2020. The associated voltage levels indicated that the events occurred while the system controller was connected to a mpu and the power to the mpu was lost. The pump support was not affected and the system was supported by the backup battery during the event. A specific root cause for the no external power events captured in the log file was not able to be determined. The (B)(6) was not returned for evaluation. Per the additional information, the patient did not recall mpu coming loose from wall or back of the mpu and the mpu was not exchanged. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h5, h8: correction.